Event description:
The complainant alleged that during a routine preventive maintenance, the device displayed "status 90". The complainant indicated that there was no pt involvement in the reported malfunction.